Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) assessed the system on-site and confirmed the low-load fluoroscopy issue. During troubleshooting, fse discovered that the tube cooling unit had a leak and was faulty. To resolve the problem, fse replaced the cooling unit and made an adjustment. The system was then restored to normal operation. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system had a tube anode issue, which can prevent imaging. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.